Manufacturer narrative:
It was reported that the patient's ipg was unable to exit surgery mode after an unrelated procedure. Troubleshooting was unable to resolve the issue. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's ipg was unable to exit surgery mode after an unrelated procedure. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention during which the ipg was explanted and replaced.